Event description:
It was reported that during a procedure in the superficial femoral artery near the popliteal artery, after multiple devices were exchanged over the guidewire, the tip of the guidewire separated and remained in the artery. The tip was retrieved by use of a snare device without surgical intervention. There was no reported injury and no add'l info available.

Manufacturer narrative:
Results: quality engineering was unable to complete their investigative analysis at the time of this report. Results and conclusions will be forwarded upon completion.